Event description:
During a computerized tomography scan, while pushing non-ionic contrast through a medrad power injector, the IV tubing ruptured just below the infusion port. The line was checked for patency prior to use. This is the first time the facility has experienced this problem, rptr spoke to co rep who stated that there is a rated pressure limit for this tubing. Rptr feels that it should be labeled. Injection rate during this event was 2ml/sec.